Manufacturer narrative:
The device was not yet returned to the manufacturer at the date of this report. A follow up medwatch will be submitted once the investigation is completed or if additional information is received.

Event description:
It was reported that the modular electric/battery single trigger handpiece, part number 89-8507-400-10, serial number (B)(4) did not work. A delay in surgery of 3 hours was reported as device was changed to finish the surgery. No other harm or injury was reported to patient/operator.

Manufacturer narrative:
Universal modular electric/battery single trigger handpiece, serial number (B)(4), was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that device was not functional due to seized motor. As a repair, the motor was replaced with controller board, trigger board, trigger/controller boards wire and battery support. After repair, the device passed final inspection and was returned to the customer.